Manufacturer narrative:
Device evaluated by MFR: it was observed that the main coil, the introducer sheath, and the delivery wire were returned. Visual and microscopic inspections were performed. It was observed that the main coil was bent and stretched at the coil arm and primary coil section; moreover, the arm of the coil was detached. Additionally, the coil memory was lost since it was deformed and bent. Dimensional inspection of the main coil revealed the components were within specification.

Event description:
Reportable based on device analysis completed on 27may2025. It was reported that the coil was drooping. The target lesion was located in the testis artery. A 6mm x 20cm, interlock .035 was selected for use. During the procedure, the coil was drooping. Due to unintentional detachment, it was hard to do embolization as planned with the device. The procedure was completed with another of same device. There were no patient complications as a result of this event. However, device analysis revealed that the arm coil was detached.